Event description:
On (B)(6) 2013 it was reported that the physician feels that the increase in seizures is due to the vns not working because of the impedance issue (reported on MFR. Report # 1644487-2013-03251). The physician does not treat her depression. It was indicated that this is all the information available at this time; therefore no further information was provided regarding the patient¿s suicide attempt.

Event description:
Hospital notes dated (B)(6) 2013 note that the patient has a past medical history of suicide attempt. The relationship of the suicide attempt to vns therapy is unknown. Attempts to obtain additional information have been unsuccessful to date.